Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. Visual inspection revealed no signs of missing parts. The instrument passed the electrical continuity test. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Additional observation reported by site: the instrument was found to have thermal damage to the yaw pulley besides the conductor wire. No section of the active electrode (grip) was exposed. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument tip was malfunctioning. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing, sparking, or melting was noticed. The instrument did not move with non-intuitive or uncontrolled motion. It had intermittent energy delivery (energy was weaker than usual; replacing instrument solved the problem). No broken or frayed cables were noticed. No pieces from the distal end detached or broke off. No issues with opening/closing the grips. No issues related to the left/right motion of the grips. No issues related to the up/down motion of the wrist. The instrument is available for return.